Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture with "snow storm" appearance, capsular contracture, baker grade iii with "¿intermittent pain, induration," and ¿peri prothesis fluid." The device remains implanted.

Event description:
Healthcare professional later confirmed device was not ruptured and capsular contracture was grade IV. The device has been explanted.